Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to an unknown laboratory analyzer using neoplastin reagent. The customer tested a patient and the meter result was 6.1 inr. The patient's result from the laboratory three hours later was 4.2 inr. The patient's therapeutic range is 2.0- 3.0 inr.